Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this biventricular pacemaker and right ventricular (rv) lead exhibited loss of capture (loc) during routine follow-up. A revision procedure was performed to implant a new lead but the physician was unable to gain access to the target site due to venous occlusion. The lead was tested via pacing system analyzer (psa) and high pacing thresholds were confirmed. The physician elected to leave the existing rv lead implanted and programmed the device to lv-only pacing as the patient exhibited no symptoms and is not pacemaker dependent. The patient will continue to be monitored with more frequent follow-up. No adverse patient effects were reported. This system remains in service.